Manufacturer narrative:
To date the intraocular lens (iol) remains implanted; therefore product testing could not be performed. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a (B)(6) female patient complained of blurry vision at night as well as seeing halos and stars. The patient had an intraocular lens, model zmb00, implanted in her right eye on (B)(6) 2014. Her physician suggested that she wear dark glasses but she still sees the halos and stars. No further information was provided.